Event description:
A user facility reported that an intraocular lens (iol) was removed after a line across the optic was noted. Enlargement of the incision was required to facilitate removal of the lens. Add'l info has been requested.